Event description:
It was reported that the patient was admitted on (B)(6) 2024 for a bleed and right heart failure. They received a blood transfusion, and inotropes were administered. The patient presented with ascites and peripheral edema from the right heart failure. This was determined to be due to right sided heart function, not the device itself. The patient then experienced a massive bleeding episode on (B)(6) 2024 while in the hospital. The site of the bleeding was upper gastrointestinal (gi). The patient received a blood transfusion between 4 and 8 units. Leading up to the bleed the patient's platelet (plt) was 7.9 ×104/l and their prothrombin time (inr) was 1.8 international unites (iu). The patient had been on warfarin at the time of the event. The cause was deemed complexities of medical management, the patient had dilation of the capillaries by right heart failure. This was due to repeated bleeding. The patient had an additional massive upper gi bleed on (B)(6) 2024 while in the hospital. The received a blood transfusion of between 4 and 8 units within 24 hours. Leading up to the bleed the patient's platelet (plt) was 9.1 ×104/l, activated partial thromboplastin time (aptt) was 34 sec. And prothrombin times (inr): 1.7 iu. Patient received transfusion as treatment. The cause of the bleeding was due to complexities of medical management and dilated capillaries observed by right heart failure.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they underwent a heart transplant (MFR #: 2916596-2024-52536). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists bleeding and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Additionally, the IFU outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.